Manufacturer narrative:
Approximate age of device ¿ 5 years, 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient expired on (B)(6) 2019 at home. The patient was found dead at home and pronounced dead there. No additional information was provided. The patient's family said they will drop off the controllers for evaluation. No autopsy will be performed; therefore, the pump will not be explanted. If the patient's family drops off the controllers, then they will be sent back for analysis. Additional information was requested but not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas and the reported event could not be conclusively established. The heartmate ii lvas IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Multiple attempts for additional information regarding this event sent to customer and no further detail was provided. The manufacturer is closing the file on this event.